Event description:
My wife started using the invisalign dental trays to straighten her teeth at the end of (B)(6) 2010. She has continued to use the trays until yesterday. Over the months, her condition has become progressively worse. What began as minor irritations in her mouth and a mild rash has developed into serious breathing problems and massive hives on her body. She has a strange taste in her mouth, hives in her hair and on her body, breathing problems and she has become very nervous. She has to take breathing treatments on a regular basis. She has asthma. Her daughter is using the same system for her teeth and has no energy and is extremely sensitive to the touch. I believe that both have an allergy to the trays or the medicine put on trays. No disclaimers were made to the orthodontist. It is our understanding that FDA, a mr (B)(6) on the (B)(6) issued them a letter of noncompliance or other letter to that effect. Current doctors have advised that this could be a very serious allergic reaction to the product. I would appreciate your investigating this problem to prevent it happening to others. Thanks.